Event description:
Customer reported receiving a motor error alarm during a bolus and two other motor error alarms during normal use. Customer did not recall any significant events leading to the alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. He stated that he was able to rewind the insulin pump. The blood glucose reading was 103 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with cracked reservoir tube lip.